Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was broken. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's display board was replaced to address the issue. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's screen was broken. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.